Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. It was noted on (B)(6) 2013 that the rv lead showed an abrasion at the suture sleeve that may be caused by the suture being fastened down too tight. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).